Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that a blade tooth had broken off. The root cause for this breakage has not been determined.

Event description:
It was reported that a blade tooth broke off during a bunionectomy. It was further reported that it was not possible to retrieve the tooth from the pt and that an x-ray performed on the pt did not detect the presence of the tooth. No adverse consequences were reported.